Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded high pacing lead impedance (pli) measurement from 300 ohms to 1,000 ohms. Boston scientific technical services (ts) discussed about the different alerts for out-of-range (oor) measurements and mentioned programmable beeping tone option for the device. Attempts to obtain additional information regarding the event were unsuccessful. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.